Event description:
It was reported that this right ventricular (rv) lead had been showing consistent high shock impedance values since it was part of a system with an already explanted implantable cardioverter defibrillator (ICD). At this time the rv lead is active with a new ICD, but the shock impedance values continue in the rise and are high, out of range (oor). Increasing the upper limit for oor alert was recommended. Furthermore, if another oor alert comes through, a commanded shock was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.